Manufacturer narrative:
Other text: b5: additional information received via email and attached on (B)(6) 2021: event did not occur while pump was in use with the patient. Event occurred at the customer's in house testing facility. H6: event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, all of the tests were found to be within the manufacturing specifications. No fault found with the device for the specified issue. Software was reinstalled as a preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed volume testing. (15.46, 18.74).